Manufacturer narrative:
Product has not yet been received by MFR, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: after intubation, the pilot cuff was deflated. The et tube was removed and another intubation was successfully done. No pt injury reported.